Event description:
It was reported that due to inflation issues the patient had his inflatable penile prosthesis pump (ipp) explanted. It was further explained that the patient noticed that the device was completely deflated after his last surgery. After troubleshooting tips were attempted, the device still wasn't inflating and the patient visited his physician to help fix his device. Once the device was found in the patient, the physician noticed that the tubing had not been connected correctly. So to fix the device, the physician connected the tubing and replaced the pump.